Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the stopper was jammed into the barrel. Potential root cause for the jammed stopper defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective action determination could not be performed.

Event description:
It was reported that prior to use with bd 1ml luer-lok syringe the rubber stopper was discovered to not be properly attached. The following information was provided by the initial reporter: it was reported by customer that rubber portion of plunger not properly attached. Noticed before procedure.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd 1ml luer-lok syringe the rubber stopper was discovered to not be properly attached. The following information was provided by the initial reporter: it was reported by customer that rubber portion of plunger not properly attached. Noticed before procedure.